Manufacturer narrative:
E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was having error code 45169. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 6/11/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump found fluid ingression within the pump and some dry fluid contamination traces on the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional tests and performed as intended after repair.